Event description:
The reporter indicated that ventricular capture obtained at 8.1v, 1.0,s. Lead impedance =261 ohms-before that, 284 ohms. Thresholds at last visit -2.7v, 0.2ms. The pt has experienced intermittent dizziness.